Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the patient's weight at the time of the event was unknown. They noted that the cause of the ins draining rapidly is due to the ins approaching eos and is degraded. The rep stated that the issue will likely not be resolved as the patient was very sick and in ccu when the issue was discovered and it was only discovered due to the MRI department requiring the device be put in MRI mode so they could see the MRI mode screen on the tablet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-10: information was received from a manufacturer representative regarding a patient who was implanted with an implantable n eurostimulator (ins). It was reported that there was an attempt to recover the ins from overdischarge. During this process, a power on reset (por) was observed, and there was an inability to connect with a tablet. The caller conducted a one-hour session and noted that the first quartile was blinking. It was reviewed to wait until the device was 25% charged before attempting to clear the por with the tablet. 2025-02-18: additional information was received form the manufacturer representative (rep). It was reported that the battery was charged and the por was cleared but the device was not holding charge. The rapid depletion would allow for a few minutes of connection to get the device to MRI mode to satisfy the MRI department but basically needed constant charging for any type of use. The issue had not resolved. The rep stated the device would need to be replaced, but at this time, there were no plans to do so.